Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract procedure no phacoemulsification power occurred during the ultrasound mode. An alternate handpiece was obtained however this did not resolve the issue. A extracapsular cataract extraction was performed to continue the surgery. No patient harm was reported. Additional information received clarified that, the nucleus of the patient was hard. It was reported that before the division there was no issues with phacoemulsification power, however after two divisions of crystalline lens, there was no phacoemulsification power. The outcome of the patient was noted as not recovered.